Event description:
The line split just above the clamp when the nurse was infusing a bolus of vincristine in 10ml of normal saline. The line was checked for blood prior to use and there was no problem aspirating blood from the line. Just as the nurse was injecting the last ml the line split and a "pop" sound was heard in the child's chest. Child taken to theatre for immediate removal of line.